Event description:
Procedure: hernia. According to the reporter, the patient's bowel perforated during initial procedure, an a re-operation was performed on (B) (6) 2010. The current patient status was reported as extremely ill and still remaining in the hospital with a post-operative infection. Tissue damage and patient injury was reported. The re-operation consisted of removal of the mesh and repair of small bowel enterotomy. There was no blood loss reported. The patient required second surgery to repair perforation.

Manufacturer narrative:
(B) (4).